Event description:
Consumer reported complaint for the needle is coming off when twisting the top off the trueplus lancets. The customer stated that it is 2 boxes that she is having the issue with: both the same lot number. The customer feels well and did not report any symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 04/06/2030 and per the customer the open vial date is undisclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 01-apr-2026 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.